Event description:
The customer reported that the surgeon took the device out of the abdomen and laid it down on the patient with the jaws lateral to the left side of the navel. When the device was picked up the or staff noticed a blistered area near the navel about the length of the jaws of the device. The burn was treated with ointment. There was no other patient injury.

Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.